Event description:
A healthcare professional reported that a patient received a coolsculpting system treatment to the bra fat area on (B)(6) 2025 using the cooladvantage petite coolcurve applicator and presented with paradoxical hyperplasia (ph) post treatment. Later healthcare professional reported "area is well demarcated to shape of applicator", "consistency of adipose tissue" and "left bra fat area greater than right". Additionally per first treatment reported more discomfort especially on the abdomen and right flank, pain. After second treatment patient had "mild pain" during the massage.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained. Zip code: (B)(6).